Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. The full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the right ventricular (rv) lead. An x-ray indicated that the lead had dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.